Manufacturer narrative:
Analysis of the implantable neurostimulator found the setscrew was backed out too far. A known good lead was inserted and withdrawn three times into the connector port to test the insertion force. The force used was within specification.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional (hcp), via the manufacturer representative, reported the during the implant procedure, the lead could not be introduced into the implantable neurostimulator (ins). It was impossible to push the lead to the bottom of the header block. The hcp wiped the lead clean, unscrewed the ins setscrew, removed the lead, and reintroduced the lead, but the issue was not resolved. A different ins was used and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.